Manufacturer narrative:
A steris service technician arrived on site, inspected the unit and confirmed it to be operating according to specification; no issues were noted. The steris account manager confirmed that the employee was not wearing proper ppe during the time of the reported event. The most likely cause of this event is that instruments were not properly dried or wrapped prior to placement in the vpro max sterilizer. The vpro max sterilizer operating manual states on pg 1-2 "danger - chemical injury hazard: any visible liquids in the chamber or on the load must be treated as concentrated hydrogen peroxide. Observe all hydrogen peroxide handling precautions." And on pg 6-14 "unload sterilization unit: steris recommends (in accordance with ansi/aami st58, 2005) wearing chemical-resistant gloves when using the sterilization unit." The technician confirmed that the user facility now knows to use protective gloves during all package removals from their sterilizer.

Event description:
The user facility reported that an employee received a burn after removing instruments from their vpro max sterilizer. No medical treatment was sought or administered, and no procedural delay or cancellation was reported.